Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient underwent revision surgery due to loosening-lysis 13 years post-op. Patient ID : (B)(6) .